Manufacturer narrative:
Intuvie received a report that the infusion pump failed the ground resistance test, measuring 0.528ohm.the acceptance criterion for this test is < 0.1ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause is component failure. The power filter was replaced, which successfully resolved the issue. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report that the infusion pump failed the ground resistance test, measuring 0.528ohm.the acceptance criterion for this test is < 0.1ohm. No patient involvement was reported.